Event description:
Coaptite post approval study. Pt injected with 2.0ml of coaptite injectable implant for stress urinary incontinence on (B)(6) 2009. After the procedure (same day), the pt developed urinary retention, detected by a bladder ultrasound. The pt was treated with a foley catheter for one day. The pt also had an acute neurological event (not related to the coaptite treatment) and was withdrawn from the study on (B)(6) 2009.

Manufacturer narrative:
This event was reported in the line listing of the interim post-approval study status report for (B)(4), submitted to the FDA in march 2010. Since the adverse event required catheterization, it was determined to be a reportable event. The device history records for coaptite lot 1010293 were reviewed; all required testing specifications were met prior to release and there were no abnormalities noted for this lot.